Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and battery testing were performed. Functional testing revealed that the device had presented out of specification force sensing resistors (fsrs). During visual inspection it was found that the power cord was damaged. To correct the condition, the fsrs and power cord were replaced. The device was serviced to meet functional specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.